Manufacturer narrative:
The device has not been returned. Therefore, a product analysis has not been performed.

Event description:
A customer satisfaction survey was conducted by medtronic. Comments provided by the customer indicate that they were having issues with the device and want someone to ensure that it is operating correctly. Requests for additional information have been made with no additional information provided at this time. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.